Event description:
Event description guidant received information that, 9.5 months post-implant, the battery status of this implantable cardioverter defibrillator (ICD) is now at mol2 (2.58v with a charge time of 9.2 seconds). The health care practitioner inquired as to whether or not this device battery is depleting too rapidly.